Event description:
N/a

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h3 , h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse inspected the pneumatic interface module for condensation and did not find any evidence of condensation. The fse performed condensation removal procedure anyways. The fse connected my system trainer and could not duplicate any gas loss alarms. Referred the customer to the operations manual for clinical alarms and condensation removal procedures. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
N/a.

Manufacturer narrative:
Complaints associated with condensation in tubing are related to the collection of condensation within the catheter extender tubing. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Datascope will no longer report future events for complaints associated with condensation in tubing, unless the failure mode is found to cause or contribute to a serious injury.

Manufacturer narrative:
Initial reporter name- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump(iabp), had condensation in tubing and gas issue. There was no harm or injury reported.